Event description:
It was reported that the patient presented to clinic for follow up, the pulse generator was unable to be interrogated. After placing and removing the magnet the interrogation was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.